Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. The logs showed that the health care profession performed good coverage trace point registration with 2.1 mm error metric. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they performed a system check and could not recreated issue. They gathered the logs and archived as requested. Per physician's request they removed the navigation application and installed a different application on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the accuracy is still off. The health care professional would use tracer then 3 point and the inaccuracy was still happening. Then they tried the other navigation system at the site that is mainly used for spine and cranial procedures and that system was off the same way. The third system at the site is also doing the same thing. All instruments are off at least 1 to 2 centimeters or more. It is close right around the nasion but off everywhere else. The procedure was delay by 5 minutes. No impact on patient outcome.